Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary diagnostic procedure. Reportedly, during insertion of the proglide into the anatomy, the proglide met resistance and was not deployed. The device was removed with difficulty. It was found that the proglide was inserted through a previously implanted starclose se clip. The clip broke apart and came out of the anatomy. There was no damage to the artery. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4) the device was not returned for analysis. The reported event appears to be related to interaction with the proglide during insertion through the previously implanted starclose clip. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, clarification of the damage to the clip is: the clip broke in pieces and came out of the anatomy. No additional information was provided.